Event description:
Spontaneous report. Pt reports yesterday she drew up 2ml in 1 syringe to give full 300mg injection. She said the injection needle looked weird, almost rusty, but she continued to do injection. When she pressed down on syringe the liquid poured out on her skin/clothes. She believes she got very minimal medication injected. Unsure if md is aware, but no adverse events were reported from possible missed dose. Unknown if defective device is available for return. Reported to cvs/caremark by pt/caregiver.